Manufacturer narrative:
(B)(4).

Event description:
It was reported the ipg site was uncomfortable and the ipg felt "loose." The ipg was examined and it "appeared to be loose" and it was uncomfortable to palpation. The ipg pocket was revised, and the pt recovered without sequela.